Event description:
Boston scientific received information that this programmer reportedly smelled hot like something was burning. The programmer was returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the programmer underwent a thorough analysis. It was found that the programmer's printed circuit board (pcb) burned up and shorted out. Thus the pcb was replaced. The programmer then passed the functional incoming tests after the replacement.